Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator was blocking the robot suction after handling for ejection. Blockage in the trocar and impossibility of removing the forceps. After a trocar and forceps removal maneuver with the surgeon's agreement, we were able to recover the forceps. The pliers are broken at the clamping ring. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.